Manufacturer narrative:
Visual analysis was performed on the return device. The reported suture malposition was not confirmed as not all components were returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and observations on the returned device, the reported suture malposition appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide and two prostyle devices after an interventional peripheral procedure with a 5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with a proglide then a prostyle device. A new prostyle device was deployed, however during knot advancement, the suture came out of the anatomy with the formed knot and loop. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.